Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated (blown), contaminating the unit, and causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Provider alleges the unit will not alarm, unit was repaired on (B)(4). Provider alleges when the unit was removed from the box and unit was just returned from invacare repairs.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider alleges the unit will not alarm, unit was repaired on RMA #(B)(4). Provider alleges when the unit was removed from the box and unit was just returned from invacare repairs.